Event description:
It was reported by svc report that the fowler drifts back down when it is raised. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: clutch.